Event description:
Caller reported past minimum fill notifications that have occurred intermittently. There was no adverse impact to the customer¿s blood glucose level. New cartridges were loaded to resolve the issues.